Event description:
It was reported that, "infection."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The hospital decided to keep the implants. Additional information pertaining to the devices referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The following other devices were also listed in this report: series 7000 tibial baseplate: cat# unk: lot unk #9 patella cat# unk; lot unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.